Event description:
It was reported that during use on a patient, cardiosave intra-aortic balloon pump (iabp), the balloon ruptured and blood in tubing. Also cord was not retracting. There was no harm to the patient reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. Found patient module interface (0997-00-1178) contaminated and replaced. A full calibration and functional check has been performed per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).